Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and confirmed they would load a new cartridge independently. There was no reported impact to the customer¿s blood glucose level.